Manufacturer narrative:
Insulin pump received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Insulin pump received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. (B)(4).

Event description:
Customer called to report damage to the insulin pump. Customer reported that the screen is cracked and stated that he cannot tell if the screen works or not. Customer also stated that the display screen is bleeding. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.